Manufacturer narrative:
Further review prompted a change in the device analysis results.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Manufacturer narrative:
Product event summary: the device was returned and analyzed. Analysis was performed and no anomalies were found. The returned device indicated the set screw was found in the connector bore.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported there was premature battery depletion of the implantable pulse generator (ipg). The device was explanted. It was further reported the replacement device was unable to engage the lead when the set screw was tight. The replacement ipg was explanted and replaced. No patient complications have been reported as a result of this event.